Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was treated two times on (B)(6) 2015 at 19:20:19 and 19:21:09. Motion artifact contributed to the false detections. A review of the downloaded data indicates that the response buttons were pressed during the event but not during the treatment sequence that resulted in the defibrillation shocks. The patient went to the emergency room, and continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): 12/22/2014 - reuse. Electrode belt sn (B)(4): 01/13/2015 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.